Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported by a nurse from the doctor's office that the customer had 2 sensors that fell apart from the packaging. Customer had 2 from the same lot number and put them in the serter where they came apart. Customer was not able to insert it. Customer was trying to load the serter and the sensor came apart. It was reported that the needle came apart from the sensor. Sensor will be replaced.

Manufacturer narrative:
Reliability analysis inspected one opened/used sof-sensor and found needle separated from the sensor base. Unable to confirm that the customer received the sensor in said condition due to the product being returned opened/used.